Event description:
It was reported that the customer had problems with the insulin pump and had experienced high blood glucose. It was stated that the drive support cap was off the device. The customer stated that the battery only last two to three days and the issue started since october 2012. The customer requested a replacement. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.